Event description:
It was reported that while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that there was foreign matter, discolored and abnormal additive form. The following information was provided by the initial reporter: we have just noticed yellow stains on the inside of the last edta tubes received (lot 3027889 dp2024/05).

Manufacturer narrative:
H.6 investigation summary: material #: 368861. Lot/batch #: 3027889. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.